Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced twenty infusion set was fell off during use on (B)(6)2022. The infusion set was in use for 1-3 days for all events. Blood glucose level was 275 mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.